Event description:
The customer reported a fluid leak of approximately 10 cc from the reagent probe of a unicel dxc 600 pro synchron system. The remote management system revealed quality control failures > 2 standard deviations from the assigned mean target value for multiple cartridge chemistries on the day of event. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event

Manufacturer narrative:
The field service engineer found the reagent probe leak was due to the hamilton a/b valve. The field service engineer replaced the hamilton a/b valve to resolve the issue and verified instrument operation. (B)(4).